Event description:
Anesthesiologist placed epidural catheters on two different occasions and after threading the catheter into the epidural space, the provider could not administer medication through the catheter. When the anesthesiologist pulled the catheter, the provider was able to flush. On the first patient, the anesthesiologist thought there was a kink in the catheter because it was not easy to thread. When it happened on the second patient with the catheter in the epidural kit after a very easy placement and threading, there was concern with the catheters in the kit. There was no harm to either patient. Packaging was discarded. Manufacturer response for spinal epidural anesthesia kit, espocan® (per site reporter). Materials management provided involved product information to manufacture on 5/13/2024.